Event description:
On (B)(6) 2026 ,rtg1061009 (rep): it was reported that a patient with a high impedance of 13,000 on a contact and noted 10/11 at 60ohms. Caller stated the patient has 5 months of estimated battery life but the healthcare provider was wondering if that was still accurate even with the high impedance. It is not known what contacts they use for programming. Tech services reviewed considerations for battery drain. The caller was not with the patient. The issue was not resolved through troubleshooting. This has been chronic impedance with unknown origin and no disruption in therapy. No intervention needed at this time. Battery was explanted and replaced on (B)(6) 2026 with elevated impedances unchanged. No additional intervention is scheduled at this time.

Manufacturer narrative:
Continuation of d10: product ID b35200 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2026 product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.